Event description:
On (B)(6) 2020 the patient reported via the stryker website that the latera implant had not been absorbed 2.5 years after implant and is protruding out of their face causing infections, headaches and breathing problems. Additional details other than patient¿s self report of ¿implant sticking of her face, infection, headaches and breathing only getting worse¿ were unable to be confirmed.

Manufacturer narrative:
Correction h6 device code.

Manufacturer narrative:
It is believed the latera implant remains implanted as no product has been returned to stryker for analysis.

Event description:
On september 12, 2020 the patient reported via the stryker website that the latera implant had not been absorbed 2.5 years after implant and is protruding out of their face causing infections, headaches and breathing problems. Additional details other than patient¿s self report of ¿implant sticking of her face, infection, headaches and breathing only getting worse¿ were unable to be confirmed.